Manufacturer narrative:
The subject device was returned for evaluation. Based on the investigations and information gathered, as the facility noted the stent was grasped around the middle, and the folded part of the stent became longer, it is likely this led to increase in contact resistance with the forceps channel. As a result, the stent may have been clogged and got stuck. The device evaluation found foreign object which adhered to u-groove of forceps elevator and inside of biopsy channel (inside the bending section: approximately 50 mm and 75 mm from the tip) and found that the object was a mixture of human-derived protein and chemical-derived phosphorus and silicic acid. The human-derived protein and chemical-derived phosphorus and silicic acid detected from the foreign object were originated from humans or chemicals, not from the endoscope. Therefore, they may have adhered to the product during use. Insufficient pre-cleaning, insufficient rinsing, or insufficient drying, etc. May have been factors to cause of the adhesion. Since the foreign object adhered to u-groove of forceps elevator and inside of biopsy channel, the stent was stuck by the object. Accordingly, the stent may have been clogged due to increase in contact resistance with the forceps channel. However, definitive root cause of the reported issue could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the pancreatic stent became stuck when it was being pulled into the scope using a grasping forceps; it could not be pushed or pulled out. The issue occurred during a therapeutic ercp procedure. The intended procedure was completed using another scope. There were no reports of patient harm.